Event description:
It was reported that this right ventricular (rv) lead had impedance out of range. The lead remains in service. No additional adverse patient effects were reported. Additional information received reported a continuation of high out-of-range pace impedance measurements greater than 3000 ohms on this right ventricular (rv) lead for the past year. With a couple drops to 400 ohms. Anti-tachycardia pacing (atp) was delivered due to myopotential oversensing on the rv channel, and pacing inhibition with nearly three seconds of asystole was also observed. Technical services (ts) discussed pace impedance trends did not appear to be attributed to lead/spring contact. Based on the outputs and pacing percentages, ts expected a higher battery power consumption. Device data was consistent with the high pace impedance (or an open rv lead).no faults noted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).